Event description:
I-stent did not go all the way into correct position after first click. Would click but would not go far enough into the eye to work properly. Second device opened to finish procedure.